Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The probable root cause is attributed to the faulty foot pedal. This issue was resolved by replacing the foot pedal.

Event description:
It was reported that during a da vinci-assisted surgical procedure, while using the external foot pedals with the generator continued to fire energy after releasing the switch. The customer disconnected the foot pedal to stop the energy delivery. The technical service engineer confirmed the issue in the system logs. The procedure was completed with no reported injury. Intuitive followed up with the initial reporter and obtained the following additional information: the issue did not cause harm to the patient. The clinical sales representative stated that the energy would not stop, it was continuously exerting energy due to the bedside foot pedal seemingly being stuck. The pedal did not physically look stuck and the energy only stopped once the foot pedals were manually unplugged from the back of the vision tower. The surgeon was using the bed side lap foot pedals to take down adhesions before starting the robotic portion at the time of the issue. The case was completed with the original system.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the dual mono footpedal. The system was tested and verified as ready for use. The affected part involved with this complaint is a field scrap item and will not be returned to isi for further investigation.